Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded and a glass breakage. The hcw states she had contact with the patients blood but was not mucosal. She did not have any testing done. No harm occurred. The following information was provided by the initial reporter. The customer stated: we have observed breakage of tbf tubes during centrifugation. The reference is (B)(4) bd vacutainer sst ii advance 8.5ml. Have you changed your tube manufacturing? We feel that they are a little longer and that the colour of the cap has changed. We do not understand why the tubes break. Do you have a product data sheet?

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced shield/cap/ stopper is different color/shade or faded and a glass breakage. The hcw states she had contact with the patients blood but was not mucosal. She did not have any testing done. No harm occurred. The following information was provided by the initial reporter. The customer stated: we have observed breakage of tbf tubes during centrifugation. The reference is (B)(4) bd vacutainer sst ii advance 8.5ml. Have you changed your tube manufacturing? We feel that they are a little longer and that the colour of the cap has changed. We do not understand why the tubes break. Do you have a product data sheet?

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-18. H6: investigation summary bd received two (2) samples and a photo for investigation. The photo was reviewed and the indicated failure mode for tubes breaking in centrifuge was observed. The indicated failure modes of color variation and longer tube dimensions could not be confirmed. There were no changes in raw materials. Additionally, the two (2) customer samples along with two (2) retention samples from bd inventory, were evaluated by functional testing and the issue of tubes breaking in centrifuge was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of tubes breaking in centrifuge based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.